Event description:
Reported via medsun ¿PICC [peripherally inserted central catheter] line snapped and broke hub, broken PICC noticed by bedside rn, line noted to be bleeding."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.